Manufacturer narrative:
This report is associated with argus case, (B)(4). Corega is marketed as poligrip in the us.

Event description:
Unspecified adverse event. Cataract surgery. Case description: this case was reported by a consumer via call center representative and described the occurrence of adverse event in a male patient who received gsk denture adhesive (formulation unknown) (corega) unknown for drug use for unknown indication. On an unknown date, the patient started corega. On an unknown date, an unknown time after starting corega, the patient experienced adverse event (serious criteria clinically significant/intervention required) and cataract operation (serious criteria gsk medically significant). On an unknown date, the outcome of the adverse event and cataract operation were unknown. It was unknown if the reporter considered the adverse event and cataract operation to be related to corega. Additional details: the consumer reported that during the use of corega, he had a cataract surgery.